Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078303) on 19-jul-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal surgery total hysterectomy") and atrial fibrillation ("after I had essure removal surgery I continue to have rapid pulse in the 190/ I was having rapid pulse from 4 am until 1130") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), metoprolol, montelukast (singulair) and venlafaxine. On (B)(6)2011, the patient had essure inserted. On (B)(6)2017, 5 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2018, the patient experienced atrial fibrillation (seriousness criteria hospitalization and life threatening). On an unknown date, the patient experienced heart rate increased ("had rapid pulse while I had essure"). The patient was treated with surgery (total hysterectomy) and surgery (I am having a cardiac ablation on the left side of my heart (2018)). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal and heart rate increased outcome was unknown and the atrial fibrillation had resolved. The reporter provided no causality assessment for atrial fibrillation, heart rate increased and medical device removal with essure. Diagnostic results: all sort of tests: EKG, echocardiogram stress test, ultrasound quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078303) on 19-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal surgery total hysterectomy") and tachyarrhythmia ("after I had essure removal surgery I continue to have rapid pulse in the 190/ I was having rapid pulse from 4 am until 1130") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), metoprolol, montelukast (singulair) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 5 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2018, the patient experienced tachyarrhythmia (seriousness criteria hospitalization and life threatening). On an unknown date, the patient experienced heart rate increased ("had rapid pulse while I had essure"). The patient was treated with surgery (total hysterectomy) and surgery (I am having a cardiac ablation on the left side of my heart (2018)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and heart rate increased outcome was unknown and the tachyarrhythmia had resolved. The reporter provided no causality assessment for heart rate increased, medical device removal and tachyarrhythmia with essure. Diagnostic results: all sort of tests: EKG, echocardiogram stress test, ultrasound incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.